Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an adapter charger plug failure and it was broken. There was a loosened contact of the pin portion going into the wall socket. Sent and replaced the adapter charger plug. Affected adapter was not received as it has been scrapped already by the patient. The monitor remains in use. No patient complications have been reported as a result of this event.